Event description:
The report we received from the field indicated that the balloon would not inflate during preparation prior to use in the patient.

Manufacturer narrative:
During prep, the account reported that the balloon would not inflate. Accordingly, the product was not used. Inspection of the returned product revealed a pinhole type tear of the balloon. Additional information was requested but was not forthcoming. Based on the available clinical data, it is not possible to determine what factors might have contributed to the event as reported. The product was returned for evaluation and the stent was on the balloon with dried blood throughout the balloon inflation lumen. Sem (scanning electron microscopy) analysis of the balloon revealed that the external surface damage was observed intersecting and adjacent to the tear edges and longitudinally directed surface abrasions on the tip that are on the same plane as the balloon tear. The tear in the balloon occurred 0.8 cm proximal to the distal tip. The manufacturing documents for this complaint lot were reviewed per the DHR check list and all quality requirements were met. In conclusion, the complaint is confirmed for pinhole. The results indicate the balloon tear was caused by external surface damage to the balloon material by an unidentified source.